Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure. The download data revealed that the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. Investigation found damage on the commutator cap near the top edge. But it could not be conclusively determined when this damage on commutator cap occurred. Despite this damage, the rotational sensor transitioned as expected in the data and no drive stall was observed in the pod data.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44681. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 9/20/2020. D4 - unique identifier (UDI) # changed from blank to ((B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 3/20/2019.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle did not deploy. The pod was not worn.